Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 14 events were reported for this quarter. Product return status 14 devices were evaluated based on historical data analysis. Additional information 14 devices were not labeled for single-use. 14 devices were reprocessed or reused.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
Correction corrected data: h10 additional information 14 devices were not reprocessed or reused.

Event description:
This report summarizes 14 malfunction events in which the device reportedly overheated. - 13 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.